Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the customer reloaded the cartridge, and a cartridge alarm 6 (vent not working) occurred. Reportedly, the customer loaded a new cartridge successfully and resumed insulin delivery. There was no adverse impact to the customer¿s blood glucose level due to the reported issues.